Event description:
It was reported that the power cord on the 6600 system was damaged. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The power cord was repaired during the svc call. The system was tested and found to be working as intended, and put back into service. (B) (4)